Event description:
Customer reported, he had to do frequent battery changes. The insulin pump rewinds slowly. Condensation was also noted under the screen. The act and up buttons were sticking. Customer has had unexplained highs. The device has unexplained no delivery alarms. The device also shoots insulin during prime. Customer declined troubleshooting assistance. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.